Event description:
Reporter alleged the patient received discrepant back to back blood glucose results of 526 mg/dl, 332 mg/dl and 142 mg/dl when all tests were performed within 10 minutes on the inform system. Reporter indicated that the patient was treated with 6-8 units of regular insulin based on the result of 332 mg/dl. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.